Manufacturer narrative:
Device not returned for evaluation. DHR reviewed for all product lots available at the time of surgery and no irregularities identified in manufacturing process of device.

Event description:
A surgeon made a corelink rep aware of a possible situation in which a set screw backed out of a 5500 series cross connector. The original implant date was on (B)(6) 2016. The doctor reviewed the patient on (B)(6) 2016, and corelink was made aware on (B)(6) 2016. The surgeon identified that there was no adverse reaction for the patient and there was no plan for remediation at the time this report was given.